Manufacturer narrative:
The apollo instructions for use advise, "when withdrawing the catheter, monitor the distal tip under angiography. Pulling the catheter against significant resistance can cause patient injury. If significant catheter resistance is felt, refer to the precaution in the procedure section below for guidance." Reference MDR 2029214-2017-00168 for the onyx used in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced a subarachnoid intraventricular hemorrhage resulting from an arterial rupture that occurred while retrieving the microcatheter. The patient was receiving onyx embolization treatment for an avm. The injection of the onyx was in the right anterior choroidal artery. The procedure progressed normally; however, there was resistance when removing the apollo. There was some reflux on the microcatheter, however not past the detachable tip. There was no catheter entrapment observed. The device was removed without the detachable tip, which detached in the detachment zone and was left in the patient. While removing the microcatheter, the small vessel was stretched, which caused the artery to rupture, which resulted a subarachnoid hemorrhage with swelling of the brain ventricles. The hemorrhage/artery rupture was treated with balloon inflation in the carotid artery, in front of the origin of the artery for 3 minutes. There was no active bleeding at the end of the procedure. The patient¿s condition after the rupture was gcs 15, meningeal syndrome: headache and nausea which was responsible for hydrocephalus (swelling of the brain ventricles). There was no sign of focalization and the patient remained clinically stable post procedure with a gradual reduction of the headaches and nausea. A control scan performed 2 days post procedure revealed a major hydrocephalus without clinical impairment in alertness. Clinical monitoring was indicated. An additional control brain scan was then performed 8 days after the procedure to evaluate if the hydrocephalus had worsened in nature. The scan showed a volume reduction of the ventricular system, compared to the previous scan. There was no new intra-axial or extra-axial hemorrhage. No further treatment was needed because the patient continued to improve. The headache was treated medically with acetaminophen, ketoprofen, and laroxyl.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The tip detached after the second retrieval attempt and was left in the distal part of the choroidal artery, where the onyx injection began. The tip was intentionally detached as it there was resistance during the removal. Therefore to remove the catheter, the tip was detached in the detachment zone as recommended.

Manufacturer narrative:
The device has not been received for evaluation. As a result, the cause of the reported event cannot be determined at this time. However, based on the reported information, there was no malfunction of the device, but rather caused by a procedure related issue. The apollo instructions for use advises, "never advance or withdraw an intraluminal device against resistance. Excessive force against resistance may result in damage to the device or vessel perforation." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced a subarachnoidal intraventricular hemorrhage resulting from an arterial rupture while retrieving the microcatheter. The hemorrhage was caused by the artery rupture which occurred while removing the microcatheter. The patient was receiving onyx embolization procedure to treat an avm in the right temporal region.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.